Event description:
During procedure, the original gia 55 with staple load fired fine. Same gia 55 device with a new reload only fired half way during the 2nd fire. Defective gia 55 with reload retrieved from sterile field. Stapler and staple loads identified along with packaging. New gia 55 device presented to sterile field and work fine.